Event description:
Nine instances of blood tubing/dialysate tubing cartridge leaks occurring both during set-up and during therapy treatment. Multiple lots involved. Multiple patients using products that leaked. May do a follow-up mandatory report as further investigation is underway.